Event description:
New information received notes the patient had received an unrelated ablation procedure and the physician therefore opted to monitor the implantable cardioverter defibrillator (ICD). No changes were made. No re-occurrences of t wave oversensing had been observed. ICD function was normal. The patient was stable.

Event description:
It was reported that a single occurrence of post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was being monitored. There were no patient symptoms or consequences.